Event description:
In 2006 a gore excluder endoprosthesis was deployed inside of a dacron graft resulting in an unplanned aorto uni-iliac conversion with a left to right femoral artery bypass. When the endoprosthesis was deployed, the contralateral gate compressed inside of the dacron graft. A follow-up exam 6 days later reported the patient to be doing well.

Manufacturer narrative:
The device remains implanted in the patient. A review of the manufacturing paperwork has been requested. Also associated with this event was a gore excluder endoprosthesis pxa230300/lot #04652214.